Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking tests, and no leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked. Fluid was found in the reservoir compartment. Customer's blood glucose level was 122 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.